Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button "did not work" and was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. Additionally, it was reported that the pump touch screen "locked up" and "all buttons were inactive." There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.